Manufacturer narrative:
Additional information: d10 analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06472. It was reported that infection was observed. The cause of the infection was not known. The device system was explanted. The patient was stable.